Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 5.0mmx100mmx150cm sterling¿ balloon catheter was advanced for pre-dilation. However, on the first inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 5mm sterling¿ balloon catheter. No patient complications were reported and the patient's status was good.